Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was verified with positive hemastix. Blood from the arterial blood line was returned to the patient. Blood from the remainder of the extracorporeal circuit was not returned to the patient with an estimated blood loss of 200 cc. Treatment was resumed with new disposable and completed without further incident. No pt injury or medical intervention reported per hcp.